Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to vaginal prolapse, cystocele and rectocele. The patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient underwent transvaginal dissection and removal of paravaginal mesh, total vaginal hysterectomy on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, perineal pain, and pelvic pain. It was also reported that patient underwent mesh excision, total vaginal hysterectomy, anterior repair, and uterosacral vaginal cuff suspension on (B)(6) 2011 by dr. (B)(6) due to vaginal pain and dyspareunia, pelvic organ prolapse, and history of reflex autonomic dystrophy.

Event description:
It was reported that following insertion the patient experienced dyspareunia, perineal pain, and pelvic pain. It was also reported that patient underwent mesh excision, total vaginal hysterectomy, anterior repair, and uterosacral vaginal cuff suspension on (B)(6) 2011 by dr. (B)(6) due to vaginal pain and dyspareunia, pelvic organ prolapse, and history of reflex autonomic dystrophy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06852. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysteroscopy with endometrial ablation and novasure endometrial ablation.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysteroscopy with endometrial ablation and novasure endometrial ablation.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.